Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 then, on or about (B)(6) 2012 experienced another cardiovascular event and subsequently expired on that same day after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products and associated mdrs # 1225714-2014-02840, 1225714-2014-02841, 1225714-2014-02842 and 1225714-2014-02843.